Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 with acceptable results. The last qc performed had acceptable results. There was no indication of a reagent or instrument performance issue. The customer noted that rack inserts were not used at the time of the event. The centrifuge time appeared to be less than recommended. The field service engineer rinsed the ise lines and ran a check with acceptable results. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier: (B)(4) the field service engineer found that there was a dirty flow path of a sipper and decontaminated it. The calibration and qc tests had acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable sodium results for 4 patient samples on a cobas 6000 c (501) module analyzer. See attachment "pt-53574" for patient results. All results were reported outside the laboratory. The repeat results were believed to be correct. The electrode lot number and expiration date were asked for but not provided.